Event description:
It was reported that a patient enrolled in a clinical study underwent a left total knee arthroplasty on an unknown date. Subsequently, the patient underwent an open reduction internal fixation procedure on (B)(6) 2011 due to periprosthetic fracture of the left femur.

Event description:
It was reported that a patient enrolled in a clinical study underwent bilateral total knee arthroplasty on an unknown date. Subsequently, patient fell and experienced a distal femoral spiral fracture. Patient underwent an open reduction internal fixation procedure on (B)(6) 2011 due to periprosthetic fracture of the left femur.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification & expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.